Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump case clip did not hold and pump fell causing the touchscreen to crack. Pump was not functional. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.